Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Two depuy cements were used. It was also reported that when the tibia was removed, there was no cement present on the implant. The cement was well fixed to the bone. The femoral implant was removed and the cement was well fixed to the bone and implant. The tibial insert was removed with no visible damage. There was no surgical delay. Doi: unknown, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous device history record (DHR) review (B)(4). Conducted per comact-577187. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Final micro and sterility tests passed.